Manufacturer narrative:
Device returned to manufacturer, but cannot be located. Device failure is suspected, but did not cause or contribute to a death or a serious injury.

Event description:
The manufacturer received a report that a (B) (4) handheld computer used to program a vns therapy system generator would not turn on, would not charge, and had a swollen battery. The reporter returned the handheld computer to the manufacturer, but the manufacturer is unable to locate the handheld computer at this time. As a result, the manufacturer cannot determine the cause of the reported events.